Event description:
During the index procedure one non-medtronic stent and one endeavor resolute rx drug-eluting stent were implanted overlapping in the prox lad. It is reported that a dissection occurred during the index procedure. Pt was asymptomatic at the 30 day, 6 month and 1 year follow ups. Approx 22 months post index procedure due to unstable angina a revascularisation of the mid rca was performed with one non-medtronic stent and one integrity rx bare metal stent implanted. The investigator has reported that this was a non-target vessel and the revascularisation was not related to the endeavor resolute stent. It is reported that a dissection occurred during the revascularisation procedure. Pt was asymptomatic at the 2 year f/u.

Manufacturer narrative:
(B)(4): eval, results: (dissection).